Event description:
On (B)(6) 2012, the patient's mother/reporter claimed the patient has had chronic high blood glucose while on insulin pump therapy. Her doctor requested that the subject insulin pump be replaced. At the time of troubleshooting, the reporter did not have the animas insulin pump in hand. Hence, troubleshooting information was limited. Reportedly, the patient's blood glucose has been running in the 300's mg/dl while the patient had symptom of nausea. According to the reporter, bolus insulin via the subject pump did not abate the elevated blood glucose. The patient's infusion site was changed multiple times without resolution. The patient was taken off of the insulin pump and is currently on the demo pump since (B)(6) 2012. Since the patient has been on the demo pump, her blood glucose is currently ranging <170 mg/dl. The subject insulin pump was requested back to animas for investigation. This complaint is being reported because the patient reportedly had chronic elevated blood glucose in the 300s mg/dl with symptoms that can be suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed that the last basal and bolus delivery was on (B)(4) 2012. The pump history indicated the pump was not in use between (B)(4) 2012 or between (B)(4) 2012. A review of the black box and pump alarm history shows typical usage alarms and warnings. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed on the pump and both were accurately recorded in the pump history. The keypad was tested and all keys were responsive to user input. No hypersensitive keys were observed on keypad. Twenty-nine hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).